Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter read inaccurately low compared to another meter. The patient reported blood glucose results of "9.0 mmol/l" with a lifescan meter and "18.0 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The patient was sent control solution. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.